Manufacturer narrative:
(B)(4). No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. The device was tested on the bench and an anomalous capacitor was found to be the cause of the reported premature battery depletion.

Event description:
It was reported the asymptomatic patient presented to clinic with device at premature eri. The device was explanted. There were no adverse consequences to the patient.